Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 300 units of insulin. A new cartridge was loaded resolving the issue. Customer's blood glucose (bg) level was 366 mg/dl.